Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Also noted were episodes of far r-wave oversensing and additional programming changes were recommended. Subsequently, the patient returned to clinic after receiving an alert for non-sustained lead noise due to post-paced t-wave oversensing. Additional programming changes will be made during the patients next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.